Manufacturer narrative:
(B)(4). Report source foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported in an unknown study report that the nail fractured in-vivo. No additional patient consequences were reported. Due diligence is in progress for this complaint, to date no additional information or product has been received. If further information is received, a follow-up will be submitted

Manufacturer narrative:
(B)(4) updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.